Event description:
It was reported that the user experienced intermittent communication between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, resulting in signal loss to the ilet; support assisted with pairing by instructing the user to power off the receiver, initiate sensor pairing, and wait for the connection to establish. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, associated with the electrical/magnetic subsystem and antenna components involved in wireless communication. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.